Manufacturer narrative:
The investigation determined that lower than expected vitros tsh quality control results were obtained on the vitros eciq immunodiagnostic system. An ocd field engineer made repairs to the reagent metering subsystem. The investigation was unable to determine a definitive root cause. However, an instrument related event or the quality control fluid in use could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer observed lower than expected vitros tsh quality control results while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).